Manufacturer narrative:
We have contacted the initial reporter to request additional information. This MDR includes all pt, event and device information davol has received to date. Based on the limited information, no definitive conclusion can be made at this time. The pt reporters severe pain and an episode of hyperventilation as well as other medical issues since the time of implant. Currently, medical records have not been provided and the mesh remains implanted. A lot number has not provided, therefore a manufacturing review is not possible. Without additional information, no conclusion can be drawn.